Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported during flap lift of the left eye during a lasik procedure, the hinge dissected and a free flap was created. Ablation was competed and flap replaced. A bandage contact lens was placed. At the postoperative visit, the flap was noted as slipped. The flap was in place when seen at subsequent postoperative visits.